Event description:
Clinic notes dated (B)(6) 2013 note that the patient was recently hospitalized for sepsis. It was noted that the patient presented dehydrated and in septic shock and has probably had a respiratory source. It was noted that the patient had quite a bit of cough and "chest rattling" with progressive shortness of breath prior to the hospitalization. The notes indicate that there is concern regarding dysphagia and possible aspiration pneumonia contributing to her respiratory tract infection and possible sepsis. Attempts to obtain additional information have been unsuccessful to date.